Manufacturer narrative:
The insulin pump alarmed button error and no button response due to corroded keypad traces. No moisture damage on electronics and motor noted. The insulin pump received with severely scratched display window, broken battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received excessive button error alarms. Customer states that insulin pump may have been exposed to sweat. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.